Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿syringe plunger is not stable¿ with lot number 1138380 regarding item # 303082, so retention samples were used for the investigation. The DHR of material number 303082 and lot number 1138380 was checked for any quality notifications and no quality notifications were recorded on this lot. The defect cannot be confirmed. As no photographs or original samples available for investigation of the unstable plunger as reported by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 10ml ls 21x1 dn india bp had a loose stopper. The following information was provided by the initial reporter: "syringe plunger is not stable".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls 21x1 dn india bp had a loose stopper. The following information was provided by the initial reporter: "syringe plunger is not stable".